Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer failed. Field service engineer cancelled the work order as the user was able to recovered all drawers successfully. The system functioned as intended after troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer faile, which cause delay in dispensing the medication. There were no adverse events or injuries reported based on this event.